Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch # 2032227-2015-54847.

Event description:
The customer reported via telephone call that the insulin pump had alarmed for no delivery. The customer was hospitalized with a high blood glucose of 886 mg/dl and diabetic ketoacidosis. The customer was unable to troubleshoot for the alarm due to going to the hospital. The customer was treated in the hospital with an insulin drip and fluids. The customer was wearing the insulin pump at the time of the emergency room visit, and it was removed at the hospital. The customer was advised to call back to troubleshoot if the no delivery alarm recurred.